Event description:
The pt was implanted with a left ventricular assist device (lvad). The manufacturer received user facility report (B)(4) from the (B)(6) registry indicating that the pt thrombosed outflow graft which was diagnosed by computed tomography (CT). Additional info was received stating that the graft did occlude and opted to not perform an exchange. The pt passed away (B)(6), 2013.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. (B)(4).

Event description:
Additional information received from the vad coordinator stated the patient had recovery of his lv functionality. An echocardiogram on (B)(6) 2013 showed an ejection fraction of 50%. The lvad speed was then being weaned/ramped down. On (B)(6) 2013 the hmii support was discontinued as the graft had occluded in the setting of competing hemodynamic forces between lower rpm speeds and higher native function. Thrombus in the graft was confirmed by heart CT. He was discharged home with the lvad in place; the driveline was surgically cut at the exit site. The patient did succumb to other comorbidities at home, but not at the time of the lvad wean/hospital discharge.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the explanted device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.